Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two air bubbles were observed along the infusion set tubing near the cartridge tubing. The customer primed the tubing successfully removing one of the two air bubbles. The customer believed that the remaining air bubble was actually a ¿scuff¿ on the tubing and successfully resumed insulin deliveries via the pump. Tandem technical support educated the custom on techniques to avoid introducing air in cartridge. Blood glucose level was 110 mg/dl.